Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 21mm 11500a valve implanted in aortic position was explanted after an implant duration of approximately (B)(6) due to moderate pvl. The patient presented with heart failure symptoms. The device was replaced with a 21mm 11500a inspiris valve. Per medical records, the patient concomitantly underwent mvr with a 31mm 11400m valve and valve-in-ring with a 29mm 11400m valve, in tricuspid position.